Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated the insulin pump was making a high pitched solid noise and the buttons were not working. Customer stated that they removed the battery, replaced it and insulin pump had external ram crc error. Customer stated that they reset the insulin pump and they were able to get the insulin pump up and running. The device will not be returned for analysis.